Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an unspecified elevated blood glucose level and diabetic ketoacidosis (dka). The contact considered the dka to be life threatening. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.